Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000176, serial/lot #: unknown, device evaluated by manufacturer?: a manufacturer representative went to the site to test the equipment. It was found that the power enclosure remained powered on once the image acquisition system (ias) had been powered off and the umbilical was disconnected. The power enclosure and system power tray were replaced. The imaging system then passed the system checkout and was found to be fully functional. The power enclosure was returned to the manufacturer for analysis. It was found that there was a power converter failure. The power conversion enclosure failed bench testing and transistors were shorted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the power enclosure on the system was not functioning. The manufacturer representative stated the fans would turn on when the system was powered off and the umbilical was disconnected. There was no patient involvement.